Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reporter left side with rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, h4, h6. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reporter rupture diagnosed by CT scan and later reported "signs of moderate diffuse cystic mastopathy. Simple small cyst in the left mammary gland" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Patient reporter left side with rupture. Device has been explanted.